Manufacturer narrative:
A ge representative eval the system and replaced the single board computer. The system operates as intended.

Event description:
The customer reported the system would not operate in cine mode. No pt injury was reported.